Manufacturer narrative:
(B)(4). The customer returned the device to a local third party service company where they provided repair estimates to the customer. The customer declined repair and requested the device be returned to them, unrepaired. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device had its service indicator and logged multiple event codes. In addition to the service indicator, it was observed that the device would lose power when trying to charge any defibrillation energy over 70 joules. This was observed during testing and there was no patient use associated.